Event description:
Per the clinic, the patient was treated with oral antibiotics and hospitalised (date and duration not reported) for IV antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. A culture (date not reported) showed the growth of pseudomonas.

Event description:
Per the clinic, the patient experienced infection at the incision site. Explant is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.